Event description:
It was reported the patient received medical treatment for hypoglycemia while using the aviva system. During the day on (B)(6) 2017, the patient experienced elevated blood glucose results on his blood glucose monitor. In the morning, the patient took 55 units of lantus which he always takes every morning. The patient received a blood glucose result of 429 mg/dl and then a result in the "300's mg/dl" during the day. The exact times of these results were unknown. The patient took 5 units of aspart insulin based on the 429 mg/dl result and he took 7 units of aspart insulin based on the "300's mg/dl" result. Around 4:30 p.m., the patient received a result of 523 mg/dl and he took 10 units of fast acting r-insulin based on this result. The patient was feeling thirsty when he received the reading. A "few" minutes later after taking the insulin, the patient started to feel lightheaded. The patient's wife drove him to the emergency room. They arrived in the waiting room around 5:00 p.m. And he took a blood glucose result on his meter with a result of "100 something". The blood glucose result on the ER meter was 68 mg/dl around 5:15 p.m. The patient was treated with sugar via IV and he was given food. Around 6:15 p.m., the patient received a result of 106 mg/dl and 138 mg/dl within 4 minutes on his personal meter. The patient was released from the emergency room around 7:30 p.m. Return of the suspect device was requested for evaluation.